Event description:
The following has been reported: "issue with wi-fi card, wi-fi test on pump had no information showing (no network ID, mac address, etc), when pump was apart to fix the case [reseated] the wi-fi card. Followed the troubleshooting steps as provided by fresenius kabi, re-flashed the software and wi-fi firmware, reconfigure the wi-fi settings pump connected to network and latest drug library download and installed, however the pump info was not current in centerium and would not update. Re-examined the wi-fi module information and it was blank again repeat the above steps however this time the card would not update or take wi-fi configuration settings, replaced wi-fi card and pump now connects and remains connected to the network. Information correct in centerium. When fixing the cover the left brass screw fitting for the upper case was pulled out of socket. Placed back into the correct position and upper case now fits correctly. Connected to partner and started calibration of pump, during force test received an error 22 "force sensor". Replaced the plunger kit, and pump came back up in an error 22 "force sensor". Replaced the carriage kit, pump started up without error, restarted calibration and during force test error 22 " force sensor" returned. Replaced the cpu board pump started up without error and proceeded through the calibration without error. New cpu board was kept and replace the plunger kit and carriage kit back to the previous ones. Upon start up the pump enter error 22 "force error". Replaced plunger kit to a new one however error remained. Returned the original plunger kit and replaced the carriage kit with a new one pump powered up without error. Pump calibrated successfully and a full pm (less battery change) was completed (certificate attached) successfully. Pump returned to service." Device history record was reviewed, no issue linked to the reported event was found. Device history log was not provided, therefore no review could be performed. The subject device (model agilia sp mc wifi, serial number (B)(4) was not returned to our laboratory for analysis, and neither was the suspect defective spare part. Thus, no further investigation could be performed. The reported event could not be reproduced and was not confirmed by our laboratory. It is known that the subject device was put back in service by replacing the cpu board and carriage kit. Based on available information, the root cause of the reported issue could be linked to a defective cpu board and a defective carriage kit. However, since the subject device was not returned, the root cause remained unknown (not returned). An internal CAPA has been opened in order to reduce the occurrence of error 22 related to defective force sensor. To our knowledge no patient consequences have been reported. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.